Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to drop quickly after being connected to a power source for the past two weeks. Review of pump data by tandem technical support confirmed a battery gauge dropped from 85% to 45% within 2 hours. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.